Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the intermittent keypad response, which was experienced during evaluation. It was observed that the #0, #1, #2 and #3 keys were intermittent, caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, it had an intermittent keypad response. There was no patient involvement.